Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 0.0/+4.0/083 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, and blurred vision. The patient's post-op best-corrected visual acuity was 20/15. The lens was explanted on (B)(6) 2017. It has since been exchanged and the patient is happy. Device evaluation: the lens was returned in liquid with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4). Date received by manufacturer for follow-up #1 was 11/23/2016. Date received by manufacturer for follow-up #2 was 02/16/2017. (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2017. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 0.0/+4.0/083 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, significant reduction of irido-corneal angles and blurred vision. The patient's post-op best corrected visual acuity was 20/15.

Manufacturer narrative:
Corrected data: the lens was explanted but the exact date is unknown as of 03/13/2017.